Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a routine supply change, with glucose readings elevated above 200 mg/dl and a reported peak of 326 mg/dl on a cgm; the user meal announced for a larger-than-usual breakfast, confirmed insulin flow through the tubing with visible drops, and reported no abnormalities at the infusion site using a 23-inch, 6 mm contact detach set. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including verification of insulin delivery through the tubing and guidance to allow the system to correct and to monitor glucose with the option to replace supplies if glucose did not decrease. Investigation of this case revealed no device alarms, no observed site issues, and no evident hardware malfunction, with the event considered consistent with hyperglycemia of unclear cause potentially influenced by a larger meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.